Event description:
It was reported that the patient underwent a pocket revision, due to charging difficulties. The patient lost a lot of weight and as a result, the ipg moved which made charging difficult. Patient is reportedly doing well after the revision.

Manufacturer narrative:
Patient's weight not available. Device still remains in patient. This is a final report.